Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B3 date of event was entered on the initial manufacturer device report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Placement signal issue: based on the data logs provided and returned product testing, the root cause of the placement signal issue was most likely due to a calibration issue, however the proximal cause of the issue cannot be established. Low or blocked pump flow: based on the data logs that the suction alarms were likely falsely triggering as flows and motor current were within expected range, and it did not reproduce on the returned product, the cause of the low or blocked pump flow was most likely due to a calibration issue but the proximal cause cannot be established. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a suction alarm and low ao and lv position waveforms. No patient harm was reported.